Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, lot/serial #: unknown. The manufacturer representative (rep) went to the site test the navigation system. The electromagnetic localization system cable was in bad condition due to it being damaged. The rep turned on the system and connected cable for electromagnetic localization system components. In the cranial application, they checked communication status between electromagnetic localization system component. The navigation system was not able to communicate with electromagnetic localization system box. They checked the cable condition and it was bad. The electromagnetic localization system cable needed to be replaced to use the navigation system well. Once the site has confirmed that they want to replace the cable, the rep will replace it. The manufacture date was not known at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that "em mode" was not available. The next step was for the manufacturer representative to go to the site and check the system. No patient was present at the time of the event. Additional information was received stating that the em mode is the electromagnetic navigation. The manufacturer representative stated that the emitter was connecting. Additional information was received stating that the probable cause of the reported issue was the electromagnetic localization system cable.